Event description:
The manufacturer received information alleging a ventilator was alarming. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue related to the device's active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.